Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to establish that the received incident is first one registered for this type of issue - movement of the rack while placed on the fixed high smart trolley platform resulted in operators¿ hand being pinched. When the incident occurred, the device was directly involved. The device did not meet its specification. Upon the event occurrence the device was not being used for patient treatment or diagnosis. The device affected is the fixed high smart trolley used as an accessory with the 8666 washer disinfector, installed on (B)(6) 2018. Performed investigation allowed us to confirmed the alleged issue. The most probably root cause was established as a design issue, as the size of the trolley does not fit to the dedicated washer. Per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Manufacturer narrative:
The issue is still being investigated by the maufacturer.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by the manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by the manufacturing site.

Manufacturer narrative:
The issue is being investigated by manufacturing site. This reports is being filed under exemption e2017050 by the manufacturer getinge disinfection ab (registration no. 9616031) on behalf of the importer getinge group logistic america, llc (registration no. 3012092534). H3 other text : device not returned to the manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of incident with one of the accessory namely smart trolley. As it was stated, the operator of the accessory sustained injury while handling the trolleys. The circumstances of the issue are unknown and there is no information if the injury required medical information, thus it was decided to report this issue based on the potential. The unit is not registered as a medical device itself, however it was used as a system with washer disinfector model number 8666.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).